Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their doctor told them that amount of moving that they were having was normal. Doctor advised that they had level but too high therefore causing problems.

Event description:
A patient reported she had the device for retention. The patient stated a couple of weeks prior to the call the patient stated to notice she was starting to strain again. The patient increased stimulation at that time, but did not know if that did any good. The patient stated a few days prior to the call as she was drying off around her buttocks area, the patient could physically feel the implantable neurostimulator (ins) with her hand and the patient was able to physically move the ins up and down with her hand. The patient noted she had loose skin on her buttocks due to her age, but she did not believe it was skin she was grabbing at. Additional information from the patient reported she could feel her implant moving. The patient noticed about 2 days prior to the call that about 2 inches below the leads she could move around the implant like a roll of jelly. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.